Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this device system was explanted due to (B)(6) infection. The patient was on intravenous (IV) antibiotics and the device would not be returned. The right ventricular (rv) lead was surgically capped and abandoned, and the patient would have laser extraction at a future date. The patient would be re-implanted at a future date. There were no additional adverse effects reported.